Event description:
It was reported that bd insyte autog bc blood control feature did not work. The following information was provided by the initial reporter: new ivs have no safety for blood return. When trying to draw labs blood leaked all over patient, bedding, bair hugger and my shoes. I applied pressure at site but blood kept pouring out. The new extensions do not easily connect to IV hub so you have to push and turn which twist the patients skin and causes flange on IV hub to turn towards skin which is uncomfortable for patient and can potentially cause skin breakdown." Give us back the IV's we originally had. They are safer-less blood exposure, less time cleaning up pt and bedding. Lab draws are easier and take less time. The safety of the patients and staff needs to be a priority. 1. Date of event: (B)(6) 2025. 2. No patient harm, but blood leaked all over the patient, bedding, bair hugger and nurse¿s shoes.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382533 and lot number 5111217. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.